Event description:
Arthritis/gonitis [arthritis]. Knee effusion [joint effusion]. Knee pain [arthralgia]. Case description: a spontaneous report was received on (B)(6) 2010 from a company representative on behalf of a healthcare provider (hcp) regarding a pt who experienced arthritis after treatment with synvisc. The pt had a history of previous treatment with synvisc (6 series of injections on unk dates) without incident. It was reported that after the second injection in the current series of synvisc, the pt experienced arthritis within 24 hours. No other info was available. Additional info was received on (B)(6) 2010 from the hcp. The pt was a (B)(6) male, initials (B)(6), who had a history of gonarthritis grade 4 of the right knee and a history of 5 previous treatments with viscosupplementation. The pt received the first injection of synvisc in the current series on (B)(6) 2010. The third injection was administered on (B)(6) 2010 and immediately afterwards, the pt experienced "gonitis", knee effusion and knee pain. On (B)(6) 2010, 30 ml of cloudy, purulent looking synovial fluid was withdrawn. Analysis revealed a white blood cell count of >1000/mm3, 70% neutrophils, and 20% lymphocytes. The uric acid level in the blood was of 58 mg/l. The synovial fluid was sterile. The pt was treated with an intra-articular corticosteroid (altim). The hcp reported that the events were severe in intensity and definitely related to synvisc. The hcp commented that the pt experienced a gonitis flare immediately following synvisc injection. Functional improvement occurred following corticosteroid injection. At the time of this report, the pt was recovering from the events. On (B)(4) 2010 additional info was received in the form of qa results. The production and quality control documentation for lot number: n1002, expiry date 12/2012 were reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary - on (B)(4) 2010 additional info was received in the form of qa results. The production and quality control documentation for lot number n1002, expiry date 12/2012 were reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted.